Event description:
The customer contacted baxter's technical service center to report dropping cycles on the home choice (hc) machine. The registered nurse (rn) stated that the home patient (hp) insisted to have the hc swapped because the hc was dropping cycles. The baxter technical service representative (tsr) explained the hc may take away cycles if the hp was having alarms, draining, filling, or if the bags are draining or filling slow. The rn stated that the hp was not having alarms and they were not connected. Therefore, the smart dwells should not take away from the therapy. The tsr explained the united parcel service (ups) swap procedure. The rn stated the hp had a procard. The tsr would swap and the rn did not have the asset. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite (return instrument test/evaluation) functional test and passed rite electrical test. The assignable cause for the reported issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.